Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the during the load sequence, while disconnected from the pump, the fill tubing step reoccurred. The customer could not confirm if the fill tubing step was performed without the customer initiating the process. The customer's blood glucose level was 93 mg/dl. Reportedly, the customer was able to stop the fill tubing sequence immediately. Tandem technical support followed up with the customer and stated the issue was resolved.